Manufacturer narrative:
A visual assessment was performed after disinfection. The distal tip appeared to be cleanly cut from the catheter. As received, the working channel sleeve protruded. Maximum protrusion was unable to be analyzed as the distal tip could not be articulated. Because of the condition of the device, a complete functional assessment was unable to be performed; the distal end of the device could not be inserted into the fixture simulating tortuous anatomy. However, a spybite was passed through the working channel port and through the damaged distal section of the catheter. An electrohydraulic lithotripsy (ehl) probe was also passed through the working channel port and through the damaged distal section of the catheter. Although resistance was not felt with either accessory, the reported complaint incident of ¿difficult/unable to advance accessories¿ could not be confirmed because of the damaged condition of the distal tip. Regarding working channel sleeve protrusion, a complete assessment of the working channel sleeve protrusion, including working channel sleeve length, unbonded length, and witness marks on pebax, was also unable to be performed. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a spyglass procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a non bsc laser probe was not able to pass easily when it was inserted through the spyscope ds. The physician needed to torque the laser probe before it could exit out of the working channel of the spyscope ds. Reportedly, there was no visible damage with the spyscope ds. The procedure was completed with this device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.